Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was frequently charging the ipg for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.